Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (lesion morphology) - severe calcification. (Failure to follow instructions) - negative prep or device inspection not performed. (No results available since no evaluation performed) - device or procedural images not provided for review. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - severe calcification. (B)(4).

Event description:
The physician was attempting to use a sprinter legend balloon in the severely calcified lesion with excessive vessel tortuosity for pre dilatation but the balloon ruptured, another balloon of the same size had a similar outcome. The physician changed to a smaller balloon and the pre-dilation was successful. No clinical sequelae were reported.